Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states that following iol implantation, a damage to the lens was observed. The lens was explanted and exchanged for a back-up iol within the original surgery session, with no harm/ injury to the patient. The device has not been returned to rayner for evaluation. The rayner rayone preloaded iol injection system use risk analysisidentifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. Forcing a blocked injector is also identified as a possible cause of "lens optic damage" within the fmea. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 091176838. There is insufficient evidence and information available to establish root cause.

Event description:
On 31st october 2023, rayner received notification from its brazilian distirbutor of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that during lens insertion, the bevel of the injector broke. The lens was implanted in a broken condition necessitating explantation and exchange.